Event description:
It was reported that the threads of the luer of a large volume infusor were deformed. This was noted upon removal of the blue winged luer cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 09, 2014 ¿ october 10, 2014. The device was received for evaluation. Visual inspection revealed that a corner of the fillport was chipped. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.